Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported complaint. Visual inspection of the disassembled pneumatic block revealed the pressure relief valve wire was disconnected. The pressure relief valve wire was reconnected to the pneumatic block circuit board to address the issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an assembly issue during manufacturing. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. The device was not in patient use when the reported event occurred.